Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tape not sticking event on 01-may-2024. Patient reported that tape peeled off after shower. No further information available.

Manufacturer narrative:
(B)(6) . Patient country: (B)(6).